Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead had high out of range pacing impedances greater than 2000 ohms. The plan was to monitor. No adverse patient effects were reported.